Manufacturer narrative:
Upon receipt, visual and mechanical inspection found that all set screws performed normally and no seal plug anomalies were identified. The seal plugs were removed and high-power microscopy did not identify any set screws or connector block issues. All dimensions of both lead barrels of the device were found to be within specifications. An is-1 lead could be fully inserted into both lead barrels multiple times without difficulty. No issues were noted during lead insertion. The device was put through and passed automated diagnostic testing that verified the performance of pacing, sensing and lead impedance testing. The device's output was monitored during extensive bench testing and no pauses in pacing were identified. During this time, monitoring of the device's electrograms appeared normal with no unexpected noise displayed. The clinical observations could not be confirmed as the device performed normally throughout laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead system had been exhibiting electrogram noise. Because the patient was not pacemaker dependent, the device following physician at that time elected to continue monitoring the pacemaker system. Subsequently, the patient was presented to the electrophysiology (ep) laboratory for an rv lead revision procedure. The chronic rv lead was surgically capped and the replacement rv lead was connected to the chronic device. When the connection was checked by the physician, intermittent rv pacing was observed. Because the patient was scheduled for an av nodal rf ablation, the physician elected to replace the chronic device. The replacement device was connected to the replacement rv lead. No further issues were identified.